Event description:
Customer reported she had three low blood glucose events and her family called 911. Customer stated she thinks she might have accidentally delivered a bolus three times and went low due to the scroll wrap feature. The incident dates are around (B)(6) 2010. Customer stated the ambulance showed up but she was not taken to the hospital. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.